Manufacturer narrative:
Findings: unit had broken battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube and cracked case at display window corner.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report damage to the insulin pump. Customer stated that a crack can be seen on the battery and reservoir compartments. Customer's blood glucose level was not included in the report. Nothing further was reported.